Event description:
Distributor from france reported several 20 and 30 alarms in pump history with successful cartridge loading and delivery of a 5 unit bolus, but noted drops at the end of the cartridge pigtail without any alerts or alarms during the system check. Details about the customer¿s blood glucose level were not provided, indicating no reported impact. The device was scheduled for return, and a replacement pump was provided to the customer.